Event description:
It was reported there was a loss of therapeutic effect. The patient's symptoms had been getting worse and using the patient programmer to interrogate the device did not work. The programmer did, however, show a "green light." Months after the symptoms returned at the health care professional's office, it was determined that both the patient's devices were off. It was noted the patient may have experiences some strong electromagnetic interference six months ago, which was when the symptoms started. The patient began "deteriorating very rapidly." The patient lost 40 pounds in 3 months and became "really stiff." The patient's family and health care professional "felt he was dying" and considered putting him "in a home." It was determined the patient was issued the wrong patient programmer for his device. The patient's device was turned back on by the health care professional "about 1.5 weeks ago" and the patient was doing a lot better. Refer to manufacturer report # 3004209178-2012-08661

Manufacturer narrative:
Product ID: neu_unknown_prog, lot#, serial# unknown, implanted:, explanted:, product type: programmer, physician. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2002, explanted:, product type: extension. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2002, explanted:, product type: extension. Product ID (B)(4), lot# j0123234v, serial#, implanted: (B)(6) 2002, explanted:, product type: lead. Product ID (B)(4), lot# j0120572v, serial#, implanted: (B)(6) 2002, explanted:, product type: lead. (B)(4).